Event description:
On (B)(6) 2012, the pt's mother reported that her daughter was diagnosed with ketoacidosis on (B)(6) 2012 and was taken off of the infusion device while in the hospital. She does not know whether or not the infusion device contributed to the ketoacidosis. At the time the pt was admitted to the hospital her blood glucose level was over 600 mg/dl. The pt was given an IV containing insulin while in the hospital. The pt had experienced elevated blood glucose levels throughout the day before going to hospital. The doctor did not find anything wrong with the infusion device or accessories. The pt's mother stated that her daughter may have forgot to bolus after eating. Troubleshooting with the pt's mother did not reveal any problems with the infusion device. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.